Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is available, however evaluation is not complete. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A doctor reported to baxter an issue of leak in the transfer set found during use. The doctor stated that there was leakage from twist clamp of the transfer set which had been in use for 2 months. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint for leak was not confirmed. Baxter received one used set with no cap on spike and no cap on patient connector. The set was tested underwater at 8 psi with no leak noted. There were no manufacturing abnormalities were noted during the visual inspection. The cause was undetermined.